Event description:
It was reported that during use with 2 lots of bd 25g 1in safetyglide¿ needle an unspecified amount were clogged. The following information was provided by the initial reporter: the customer reported safety glide 25 gage by 1 in needles are being used on prefilled syringes and can't even push the air out of the syringe to give the injections. They pulled multiple out (around 12-20) of 2 lot #s and none are working. Majority did not work. Seems like they aren't bored out, but it still has the bevel.

Manufacturer narrative:
The following fields have been updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 16-aug-2023 investigation summary: twelve samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seven samples expelled the solution with a normal flow. Five samples did not expel the solution; these needles are clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2007149. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: 07-jan-2022. D.4. Medical device lot #: 2138366. D.4. Medical device expiration date: 30-apr-2027. H.4. Device manufacture date: 18-may-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 lots of bd 25g 1in safetyglide¿ needle an unspecified amount were clogged. The following information was provided by the initial reporter: the customer reported safety glide 25 gage by 1 in needles are being used on prefilled syringes and can't even push the air out of the syringe to give the injections. They pulled multiple out (around 12-20) of 2 lot #s and none are working. Majority did not work. Seems like they aren't bored out, but it still has the bevel.